Event description:
Reporter indicates that vns patient has experienced diminished hearing in their left ear since implant. Stimulation was initiated approximately two weeks post-implant and the patient has been seen by their neurologist every week thereafter for increase to device settings. The patient has only had one seizures since vns implant and that use of the magnet significantly decreased the intensity of the seizure along with a greatly reduced post-ictal period. The patient experienced 20-25 seizures per week before vns implant.the patient has been referred to an ent for evaluation of their diminished hearing. Investigation to date has been unable to determine the cause of the diminished hearing.